Manufacturer narrative:
Tech found that bed exit was set to alarm through nurse call and not at the bed. Tech reset the system to alarm at the bed and through the nurse call system.

Event description:
Hill-rom tech found that bed exit was not working.